Event description:
It was reported that during a ptca/stent procedure when attempting to deploy a stent in a saphenous vein graft, which is off label use, the stent delivery system would not inflate and contrast was found to be leaking out into the vessel. During the removal of the sds into the guiding catheter (contrary to instructions for use), the stent became dislodged from the sds into the svg. Attempts to retrieve the stent were unsuccessful. The stent was then crushed against the wall of the svg by deploying another stent on top of it. No pt injury was reported. No other info was provided.